Event description:
I have breast implants probably dow con, and have been sick from day one. I was dx with ibs and gred I was just (B)(6). Just six months after my implant was put in, at (B)(6) my son was born with a cleft lip and palate. At (B)(6) I was told I had fibro, by (B)(6) I was told I had disk disease. By (B)(6) I was told I needed knee replacements. I suffer from pain that never goes away, (B)(6) chf. As I have been on heart meds since I was (B)(6). Thyroid med since I was (B)(6). I have had a number of issues that I didn't mention like my gall bladder, obgyn problems, and now type 2 diabetes. These implants are killing women all over the world in the name of money. These implants need to be removed from the market so no more women will suffer a lifetime of disabilities.